Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a swollen pocket. A procedure took place and the pocket was filled with fluid. This right ventricular lead was surgically abandoned. Cultures were taken and came back negative for an infection. Approximately four months later this rv lead was explanted due to a patient infection. There was no report of adverse patient effects due to the explant procedure.